Event description:
It was reported by the rep that the device was used during a right colectomy procedure. It was reported that the ax55b stapler fired but did not close the tissue where it crossed a previous staple line. An add'l staple line had to be fired to close the opening. They opened a tlc75 to finish the case. There was no consequence to the pt.